Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic"), abdominal pain lower ("pain in lower quadrant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oopherectomy - left side)). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date : (B)(6) 2009, (B)(6) 2009 left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity.she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. 2. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') and intra-abdominal haemorrhage ('general abdominal bleeding') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain in lower quadrant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oopherectomy - left side)). At the time of the report, the device expulsion, intra-abdominal haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, back pain, vaginal discharge and urinary tract infection had resolved and the abdominal pain lower, dyspareunia, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date (B)(6) 2009, (B)(6) 2009 left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity.she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts.. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. 2. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') and intra-abdominal haemorrhage ('general abdominal bleeding') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain in lower quadrant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oopherectomy - left side)). At the time of the report, the device expulsion, intra-abdominal haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, back pain, vaginal discharge and urinary tract infection had resolved and the abdominal pain lower, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date :- (B)(6) 2009, (B)(6) 2009 left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity.she still have right coil inside that is causing her issues. Treatment received for pain, bleeding, migration and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts.. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. 2. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: the events ¿vaginal infection¿ and ¿menorrhagia¿ were updated as recovered. Reporter information was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') and intra-abdominal haemorrhage ('general abdominal bleeding') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain in lower quadrant"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oopherectomy - left side)). At the time of the report, the device expulsion, intra-abdominal haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, back pain, vaginal discharge and urinary tract infection had resolved and the abdominal pain lower, dyspareunia, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date :- (B)(6) 2009. Left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity.she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts.. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. 2. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. New event uti was added. Outcome of events related to pain, bleeding, migration and bladder/urinary was updated to recovered/resolved. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') and intra-abdominal haemorrhage ('general abdominal bleeding') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. In june 2009, the patient experienced pelvic pain ("physical pain / pelvic"), abdominal pain lower ("pain in lower quadrant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oophorectomy - left side)). At the time of the report, the device expulsion, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date :- (B)(6) 2009, (B)(6) 2009 left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity. She still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts.. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. 2. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event:back pain, general abdominal bleeding, vaginal discharge were added. Event outcome were updated to recovered pelvic pain , abdominal pain , back pain, vaginal discharge, general abdominal bleeding. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues') in a 40-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure (2002) in 2002, bleeding genital, post coital bleeding and cholecystectomy. Previously administered products included for an unreported indication: ocp. Concurrent conditions included hypothyroidism, depression, overweight, spotting vaginal and benign ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1991 to (B)(6) 2009 for contraception nos as well as bupropion from (B)(6) 2016 to (B)(6) 2017, cefalexin monohydrate (keflex), fluoxetine from (B)(6) 2014 to (B)(6) 2017 and levothyroxine sodium (synthroid) since 2003. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic"), abdominal pain lower ("pain in lower quadrant"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 4 years 6 months after insertion of essure. On 5-mar-2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced abdominal pain ("pain"). The patient was treated with celecoxib (celexa) and surgery (on (B)(6) 2016 unilateral salpingo-oophorectomy - left side)). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in the insertion date: (B)(6) 2009, (B)(6) 2009. Left fallopian tube - there were 5 coils noted to be protruding through the tubal ostia after release. Right fallopian tube - 4 coils remained visible: proximal to the tubal ostia within the uterine cavity. She still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: ovary, left, salpingo-oophorectomy: multiple functional cysts. Ultrasound scan - on (B)(6) 2015: the ultrasound showed a normal sized uterus. The left ovary contained a simple 1.5 cm follicular cyst. The right essure coil appeared to. Ultrasound scan vagina - on (B)(6) 2010: findings: bilateral essure coils are identified within the fundus of the uterus. Impression: normal tv pelvic ultrasound, with essure coils identified; on (B)(6) 2015: impression: echogenic focus in the endometrial cavity raising question of migration of one of the essure clips. No dominant adnexal mass seen on the left side. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, abdominal pain lower, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs received: reporter information, patient demography, medical history, lab data and concomitant drug was added. New event "migration of essure device location of device: right essure clip in endometrial cavity / I still have right coil inside that is causing me issues, abdominal pain, abdominal pain lower, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems, condition: depression and mental anguish, dyspareunia (painful sexual intercourse)" were added. Fu 02 & 03 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.